Event description:
It was reported that a dependent patient experiencing syncope with asystole presented in the operating room. The implantable cardioverter defibrillator exhibited backup vvi operation with high voltage therapy disabled. The patient was provided with temporary pacing support. The device was explanted and replaced. The patient was still symptomatic in the recovery room and was intubated and continued to be monitored. The patient is improving and is out of intensive care unit - ICU and is alert and oriented. The patient will be in rehab for a week.

Manufacturer narrative:
The reported field event of backup vvi was confirmed. The device had a power-on reset (por) due to premature battery depletion. Bench testing on the device was performed, and no sources of high current were noted. Upon further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. The analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(4) 2016.